Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hyperglycemia and subsequent hospitalization. The patient's father informed that the patient was treated with an insulin dosage and felt good afterwards. It was not reported how long the patient stayed in hospital for observation.